Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the monitor failure was isolated to a defective u1004, u1005 and u6 components on the pca board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.